Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. Electrical measurements were not possible due to mechanical damage of the stimulator housing. This is a final report.

Event description:
The patient has not been able to hear for the last months. The patient was re-implanted. Per device explantation report, the implant housing was damaged.

Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient has not been able to hear for the last months. The patient was re-implanted. Per device explantation report, the implant housing was damaged.